Event description:
The customer contacted baxter's technical service center to report a high drain 101/call pd (peritoneal dialysis) nurse on a homechoice (hc) device at the end of therapy. A high drain xxx/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The initial drain volume (idv)was 6ml. The home patient (hp) stated there was no alarm in the idrain. The hp did a manual exchange yesterday afternoon, and will be doing manual exchange during the day today. The baxter technical support representative (tsr) advised the hp to have the registered nurse (rn) program the ida. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore the reported issue increased intraperitoneal volume (iipv) could not be confirmed, and the cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available.